Event description:
The patient developed acute myocardial infarction as an inpatient - post cardiovascular angioplasty procedure with stent implant. Coronary angiography was conducted and thrombus was observed in the implanted stent.